Manufacturer narrative:
A3 gender and date of birth added to the report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
Product manufacturer reference number: 1627487-2021-01122, 1627487-2021-01125, and 3006705815-2021-00527. It was reported that a permanent implant procedure was abandoned on (B)(6) 2021 due to the leads not being able to be positioned in the desired location. Drg leads were attempted, and then scs leads were attempted without success. No products were implanted.